Event description:
The customer reported to olympus the forceps elevator wire (k wire) on the evis lucera duodenovideoscope was completely broken. The issue was observed during preparation for an unspecified diagnostic procedure. The procedure was completed with a similar device, with no delay noted. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that the forceps elevator wire was cut, forceps phase angle did not meet the specification and the inside of the light guide (lg) lens was dirty. Additionally, the evaluation revealed the following findings: the bending angle in the up direction did not meet the standard due to abrasion of the angle wire; waterproof was not possible due to the scratch of the distal end; the screen was partially damaged due to the scratch of the charged coupled device (ccd) lens was dark; there was a scratch on the charged coupled device (ccd) lens;; adhesive on bending section cover (a-rubber) was broken; switch #1 was worn out; and the electrical-connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for phenomenon one, it is likely that the stain remained in the light guide lens due to water invading from leakage point to the subject device, causing corrosion (detected as stain). Based on the results of the investigation for phenomenon 2, it is likely that the forceps elevator wire was cut/frayed due to it getting caught on the distal cover when attaching, or, was contacted with cleaning brush during cleaning, causing the event. Phenomenon two can be prevented by following the instructions for use: "operation manual chapter 3, 3.2." Olympus will continue to monitor field performance for this device.